Event description:
Primary surgery 2007 using xia implant. The patient visited the doctor due to pain in the back. After x-ray examination a broken screw was detected.

Manufacturer narrative:
The product is unavailable for evaluation. Additional information has been requested and if received, will be provided on a supplemental.